Manufacturer narrative:
Initial.

Event description:
It was reported that a user new to the ilet experienced repeated occlusion alerts immediately after multiple supply changes, with visible insulin leakage at the connector and lack of insulin flow through the tubing. Symptoms included hyperglycemia with a peak blood glucose of approximately 401 mg/dl with and associated headache and nausea. Outcomes included a manual insulin injection and subsequent improvement in blood glucose without hospitalization. User support included stepwise troubleshooting, a successful dry run, visual inspection of the connector for leaks, verification of cartridge priming without bubbles, confirmation of straight connector needle, and replacement of the supplies. Investigation of this case revealed a flow obstruction with leakage at the connector-tubing interface which is consistent with an occlusion and delivery failure at the infusion set and connector components. It was concluded, based on previously established findings for similar reports, that the cause was mechanical obstruction and leakage related to the infusion set and connector assembly.